Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an¿open book image¿on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6)2022, the customer alleged the pump having open book image. Device received with constant critical pump error (open book). Thump software was utilized and downloaded trace/history files properly. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). In further analysis in the detail trace found pump error 63 alarm (file ID: 49, line ID: 2318) on (B)(6) 2022 at 09:23:56 and (file ID: 2006, line ID: 707) unknown date and time. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.1 mv). Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Pump error 63 alarm confirmed in the detailed trace, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.